Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 31-aug-2022, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(4), ubd: 07-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-03-26 (B)(4): the consumer reported via the manufacturer representative that they were getting the settings not available message on one program. The battery was removed and reinserted and other groups were tried. The patient was able to get stimulation with the other groups, it was only group b that had settings not available message. The patient was going to meet with the representative on (B)(6) and the issue had not yet been resolved. Additional information was received from the manufacturer representative (rep) reporting that the patient had not been met to address their settings not available message due to the office policy prevailing due to covid-19. The rep indicated that they would update at a later time. Additional information was reported that the patient was given a new program today and feeling, but impedances were ran and 0-7 lead shows greater than 40k ohms. The physician was updated.